Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. After the occlusion alarms, the customer would either resume insulin delivery without changing supplies or change their supplies and then resume insulin delivery.